Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Refer to medwatch 2032227-2016-37865.

Event description:
The customer's nurse reported via telephone call that he believed the insulin pump to be over delivering and that the time had been off by one hour. The blood glucose reading at the time of the customer's hospitalization was 20 mg/dl and the customer was treated with intravenous glucose. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed with the correct time and date also, programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. The insulin pump was programmed with multiple basal profiles and monitored; all basal profiles delivered properly. No bolus anomaly, basal anomaly, daily total anomaly or time loss or gain was noted. However, the insulin pump was unable to upload using carelink pro. The insulin pump was received with minor scratched display window, cracked case at the display window corner, scratched reservoir tube window and cracked reservoir tube lip.